Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, this pt was implanted with a gore tag thoracic endoprosthesis to treat a descending thoracic aortic aneurysm. The pt underwent a carotid to subclavian bypass and then, the gore tag thoracic endoprosthesis was placed. An angiogram confirmed that the carotid arteries were patent following the procedure. The pt tolerated the procedure. On the night of (B)(6) 2010, the pt had a stroke and expired. Cause of death was stroke.